Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and indeterminate grey, brown and black dust-like contamination, indeterminate beige contaminant in the blower, blower box, sd card flip door, top enclosure, rear panel, front panel, air inlet of blower box, bottom enclosure and iso port of air outlet. The manufacturer also found evidence of white powder-like contaminant, white hair-like object, indeterminate black, white, and brown particles in the air inlet, rear panel, air outlet and bottom enclosure. The manufacturer also found evidence of broken piece of blue pollen filter, corrosion and ant-like insect in the inside blower box, battery connector, sd card reader and bottom enclosure. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of liquid ingress with mineral and indeterminate grey contaminant, broken spring latches and indeterminate dust-like contamination in the heater plate, inside humidifier iso port, lifting tray, humidifier bottom enclosure, back panel assembly, dry box seal and dry box iso seal. The manufacturer also found evidence of mold-like and mildew-like buildup and broken screw in the humidifier iso port, flip lid seal and under bottom cover. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress and white and black powder like particle, dust, hair like objects, broken filters and molds, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.